Event description:
The pt has been experiencing blood in the infusion tubing for 3-4 weeks. The father reported that in 2008, the pt's blood glucose was elevated to 250 mg/dl at 7:00 pm. There was blood in the infusion tubing. The pt was given a bolus to lower his blood glucose. At 8:00 pm the pt's blood glucose measured 250 mg/dl and he was given a bolus. He was given another bolus at 10:00 pm. The next day, at 2:00 am, the pt's blood glucose lowered to 120 mg/dl. The pt's normal blood glucose range is 100-150 mg/dl. No further info is available. Product was requested to be returned of eval.